Manufacturer narrative:
The unit passed the rewind, displacement, prime, and excessive no delivery test. The unit alarmed excessive no delivery. The unit had a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report several no delivery alarms. The customer's blood glucose level was unknown. The customer stated they had changed their infusion set and reservoir three times. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.